Manufacturer narrative:
Insulin pump was unable to prime during the prime test and prime alarm during the basic occlusion test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving an alarm on the insulin pump. The customer declined to provide the blood glucose at the time the issue was reported. Nothing further reported.